Event description:
It was reported that the customer was hospitalized with high blood sugars. Customer went to the doctor the day of the incident and later they passed out at home. Troubleshooting indicated the device was working properly. Recommended changing the infusion set, rotating the insertion site and try a new vial of insulin.